Event description:
It was reported by the rep the hp052 was used in an unknown procedure. It was reported this account has had numerous problems with the luke handpiece. Two handpieces were broken and need to be replaced. 12/13/2000 it was reported by the rep the connectors are broken.